Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error open book image alarm. No harm requiring medical intervention was reported.  Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the rf test failure (code 0x00000045) in the bootloader. Suspecting hw issue. Please see below for pump errors/alarms noted 2 days prior to the event date 29-may-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 05/28/2023 18:58:00.000, 05/28/2023 19:08:00.000, 05/29/2023 15:45:00.000, 05/29/2023 15:55:00.000, 05/29/2023 16:35:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 05/29/2023 16:48:06.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/29/2023 16:46:04.000, 05/29/2023 16:47:07.000, 05/29/2023 16:47:30.000, 05/29/2023 16:47:56.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 4 alarm and pump error 63 alarm (variableinfo=15) were recorded and found in the formatted history file on: 05/29/2023 16:46:01.000 pump error 4 alarm and pump error 63 alarm (variableinfo=15) were confirmed, suspected on hw. Pump error 53 alarm (file number: 2005 line number: 5632) was recorded and found in the formatted history file on: 05/29/2023 16:47:53.000 pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Pump error 68 alarm was recorded and found in the formatted history file on: 05/29/2023 16:48:21.000. Pump error 49 alarm was recorded and found in the formatted history file on: 05/29/2023 16:48:21.000, 05/29/2023 16:48:32.000. Pump error 23 alarm was recorded and found in the formatted history file on: 05/29/2023 16:48:44.000. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were generated due to memory corruption. Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a scratched case. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Critical pump error (open book image) alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm, pump error 4 alarm and pump error 63 alarm (variableinfo=15) were confirmed due to corrosion on the pcba 1 and pcba 2. Also, pump error 53 alarm was confirmed due to software error. During visual inspection, corrosion was also found found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.